Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the nuc 4 os img iot10/epi 4.0 that there was an increased potential for mis-association due to use error. The following information was provided by the initial reporter: new value: guided the customer in the change of association, requested intervention of application specialists, operating system according to bd specifications. The customer has associated a tube with a wrong ID.

Manufacturer narrative:
H.6 investigation summary: the customer has associated a tube with a wrong ID (444165/(B)(6) ). The customer was guided on how to re-associate the tube to the correct ID. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of march. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using the nuc 4 os img iot10/epi 4.0 that there was an increased potential for mis-association due to use error. The following information was provided by the initial reporter: new value: guided the customer in the change of association, requested intervention of application specialists, operating system according to bd specifications. The customer has associated a tube with a wrong ID.